Manufacturer narrative:
The investigation determined that a discordant, non-reactive vitros sars-cov-2 antigen (cv2ag) result was obtained from a single patient sample when tested using vitros cv2ag lot 0555 on a vitros 5600 integrated system. The result was discordant compared to a positive non-vitros (pcr) result from another sample for the patient and a reactive vitros cv2ag result from a further sample from the patient. A definitive assignable cause for the discordant, non-reactive vitros cv2ag result was not established. Based on historical quality control results, a vitros cv2ag lot 0555 reagent performance issue is not a likely contributor to the event as vitros qc fluid results leading up to the event indicated acceptable reagent performance. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag lot 0555. An instrument issue cannot be ruled out as a contributor to the event, as no diagnostic precision testing was conducted to verify the performance of the vitros 5600 integrated system around the time of the event. Pre-analytical sample handling is an unlikely contributor to the event, as it was determined the customer was following the correct protocol for sample extraction. Additionally, the customer was using an approval vtm for patient samples. However, an issue with sample 1 for the patient cannot be completely ruled out as a contributor to the event as the issue was isolated to sample 1 for the patient and no further non-vitros or vitros cv2ag testing was conducted for sample 1 for the patient. Expected results were obtained from the testing of samples 2 and 3 for the patient. It is possible patient sample mix up occurred between the testing of sample 1 and 2 for the patient, however, this could not be confirmed. (B)(4).

Event description:
A customer obtained a discordant, non-reactive vitros sars-cov-2 antigen (cv2ag) result from a single patient sample when tested using vitros cv2ag lot 0555 on a vitros 5600 integrated system. The result was discordant compared to a positive non-vitros (pcr) result from another sample for the patient and a reactive vitros cv2ag result from a further sample from the patient. Vitros cv2ag result of 0.31 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cv2ag false non-reactive result was reported from the laboratory but no treatment was altered, initiated or stopped based on the initial vitros cv2ag result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).